Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events of bleeding, driveline infection, and syncope could not be conclusively be established through this evaluation. Additionally, review of the submitted log files confirmed one transient low flow hazard alarm. A specific cause for the alarm could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022. One transient low flow hazard alarm was captured on (B)(6) 2022. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), with no further issues reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also outlines care instructions in reference to preventing infection, including exit site treatment. Additionally, this section includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell down the stairs on (B)(6) 2022, following which there was a driveline laceration 1-1.5cm at the driveline exit site. The patient experienced persistent bleeding due to the fall, and they were unable to ambulate due to pain. The patient was admitted on (B)(6) 2022. A diagnostic test was probably done by clinicians and they did not notify any left ventricular assist device (lvad) related issues. The bleeding was treated with basic dressing applied and then stopped. The driveline exit site continued to worsen due to wound necrosis and infection. The double tunneling punch site and center site were infected as well. The clinician focused more on wound care since it was a top priority over treating the driveline laceration. On (B)(6) 2022 the patient suddenly experienced syncope for 3 seconds and during the syncope was unable to remember. The lvad flow was 2.3 lpm and the intake and output (I/o) was -1100. The patient's body weight decreased from (B)(6). Review of the patient's log file displayed one low flow on (B)(6) 2022 where the low flow estimator dropped below 2.5 lpm. The cause of the low flow alarm was thought to be due to the patient being bedridden for a prolonged period of time and sudden posture changes which caused transient orthostatic syncope.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bleeding resolved on (B)(6) 2022 without sequelae.